Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On approximately (B)(6)2025, the patient experienced loss of consciousness. It was unknown what the cgm reading was at that time. An ambulance was called by an unknown person and the patient was brought to the hospital. No blood glucose reading was reported from the event, and it was unknown what treatment was given to the patient. There was no information about the duration of stay at the hospital and the outcome of the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.